Event description:
The patient was admitted (first admission); 2001, to undergo surgery to replace their infrarenal abdominal aorta with a hemashield knitted double velour vascular graft. The patient was discharged in one week. One week later, the patient was re-admitted (second admission); for complaints of pain. During the second admission the patient was evaluated and treated for their complaints and medical condition. Heparin therapy was instituted and thrombolytic therapy was recommended and performed. The patient expired 3 days later, during the second admission.